Event description:
The customer reported via phone call that emergency medical service was called due to low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer was treated with intravenous glucose at home. Insulin pump had retainer ring damage and reservoir unable to lock in place. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.